Manufacturer narrative:
Zoll has received the platform however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Event description:
During shift check, customer reported the autopulse platform serial # (B)(4) intermittenly displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message and then displayed "system error, out of service, revert to manual CPR " upon powering on. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (serial # (B)(6) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing. The root cause of the "ua07" advisory message was the defective load cell module 1. The cracked cover and the defective load cell was likely attributed to mishandling such as a drop. The secondary reported complaint of the autopulse platform displayed "system error - out of service, revert to manual CPR" error message was confirmed during functional testing. The root cause of the "system error - out of service, revert to manual CPR" was due to a defective processor board (pca), likely attributed to a defective component. During visual inspection, the front enclosure was observed damaged, unrelated to the reported complaint. The observed physical damage was most likely attributed to user mishandling such as a drop. The front enclosure was replaced to address the issue. The autopulse platform archive was downloaded but showed only partial data, the reported error messages could not be verified. The probable cause for the partial data could be due the defective pca found during the evaluation. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test results confirmed load cell module1 was defective. The defective load cell module 1 was replaced to remedy the ua07 error message. Also, functional testing failed due to the "system error - out of service, revert to manual CPR" advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The defective pca was replaced to remedy the "system error - out of service, revert to manual CPR" error message. Upon further testing, unrelated to the reported complaint, noted the fan was not functioning on the autopulse platform, likely due to a defective component. The fan was replaced to address this observed issue. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).